Event description:
A medtronic rep requested a new vertek arm for the site. There was no pt present.

Manufacturer narrative:
Device manufacture date not available at this time. RMA issued. Eval finds the handle had been turned too far in the loose position and was locked up. Handle was easily broken loose and returned to normal operation. Vertek failed step 2.2f of the vertek holding force test ((B)(4)). Arm should have held solid up to 14 lbs of force but started to slip at about 12.5 lbs. Replacement vertek arm shipped (B)(4) 2012.